Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A faradrive was reported to have been selected for use. The sheath was open to air. The resolution of the issue remains unknown, as does the completion status of the procedure. No patient complications were reported.